Manufacturer narrative:
The customer¿s complaint of a balloon in the pump segment was confirmed per photo received by the customer. The photo provided by the customer shows a bulge/balloon in the upper portion of the silicone segment tubing, near the upper fitment. The cause of the ballooning is excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
The customer reported that when the nurse attempted to clear an alert reading ¿patient side occlusion¿ on the device. He flushed the patient's central line per facility protocol. Upon restart, he received the same alarm message. After receiving the second alarm, he then opened the door of the lvp to find the tubing had ballooned. The silicon segment section of the tubing had an approximately 1 inch ¿aneurysm¿ like appearance just beneath the base of the upper fitment. He was not certain when the tubing had become affected. He only noticed the defect after opening the door of the lvp after the second alarm alert. The tubing was changed out and the operation of the device resumed without further incident. Patient was not harmed as a result of this incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse attempted to clear an alert reading ¿patient side occlusion¿ on the device. He flushed the patient's central line per facility protocol. Upon restart, he received the same alarm message. After receiving the second alarm, he then opened the door of the lvp to find the tubing had ballooned. The silicon segment section of the tubing had an approximately 1 inch ¿aneurysm¿ like appearance just beneath the base of the upper fitment. He was not certain when the tubing had become affected. He only noticed the defect after opening the door of the lvp after the second alarm alert. The tubing was changed out and the operation of the device resumed without further incident. Patient was not harmed as a result of this incident.